Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the mid-segment of the stent failed to open. After several attempts it still could not be opened, kink was suspected, and the stent was therefore replaced. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left c7 segment with a max diameter of 5mm and a 4mm neck diameter. The landing zone (artery size) was 3.5mm distal and 4.1mm proximal. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered with a platelet reactivity units (pru) level that "met target." The angiographic result post procedure was, "blood flow was patent." No images are available for review. Ancillary devices include a navien 5f 115cm sheath and a marksman 150cm microcatheter.